Manufacturer narrative:
This supplemental is being sent to include information that was omitted from the ¿additional MFR narrative¿ field of the submitted 3500a. The following information was available at the time of submission and should have therefore been included: the lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter (pharmacist) for the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio iq meter read inaccurately high in comparison to feelings/normal results. The complaint was classified based on customer care advocate (cca) documentation. The reporter stated that the alleged product issue first began on (B)(6) 2016, 06:32am. The reporter stated that the patient obtained a blood glucose result of 179mg/dl which he compared to his feeling/normal result. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages their diabetes with insulin (self-adjuster) and deboned making any chances to his normal diabetes management routine as a result of the alleged product issue. The reporter stated that around 11:00am the patient developed symptoms of shaky, perspiration and blurred vision and self-treated with food and /or drink. No other device was used to obtain a blood glucose result. During troubleshooting the cca noted that test strips were stored correctly and not expired. After the reporter carried out a control solution test the result fell outside the approved range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.